Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a coronary artery bipass graft (CABG) procedure, the attending physician unexpectedly cut the subcutaneous implantable cardioverter defibrillator, electrode. The electrode was partially removed; however, the device remained implanted and active. No boston scientific field representatives had been present during the CABG procedure. Subsequently during a follow-up interrogation, an error code was identified which corresponded to the date of the CABG procedure. The boston scientific representative proceeded to deactivate the device and sent all data for technical services (ts)review. Ts identified two system error codes: both errors were related to device faults which had been generated due to an out of service electrode with a corresponding active device. Ts also reported that the device should not be reused, should another electrode be implanted at a later date. Subsequently, the patient again sought medical attention, as they reported inappropriate shocks and a protruding electrode. The device was again interrogated and confirmed to be off (no shocks delivered) and no evidence of a protruding electrode.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis of the device memory revealed the device faults were generated during the CABG procedure. No battery fault codes were noted in the device memory and no battery usage faults were noted in device memory. Analysis confirmed that the device meets specification and did not identify any abnormal device characteristics.

Event description:
Boston scientific received information that during a coronary artery bipass graft (CABG) procedure, the attending physician unexpectedly cut the subcutaneous implantable cardioverter defibrillator, electrode. The electrode was partially removed; however, the device remained implanted and active. No boston scientific field representatives had been present during the CABG procedure. Subsequently during a follow-up interrogation, an error code was identified which corresponded to the date of the CABG procedure. The boston scientific representative proceeded to deactivate the device and sent all data for technical services (ts) review. Ts identified two system error codes: both errors were related to device faults which had been generated due to an out of service electrode with a corresponding active device. Ts also reported that the device should not be reused, should another electrode be implanted at a later date. Subsequently, the patient again sought medical attention, as they reported inappropriate shocks and a protruding electrode. The device was again interrogated and confirmed to be off (no shocks delivered) and no evidence of a protruding electrode. The patient later returned and the device was explanted and returned for a post-market analysis.